Event description:
Per the clinic, the patient required re-construction of the facial nerve (facial nerve stimulation, and in this procedure the device was in the "path" of access to surgery. So the explant was performed (date unknown). There are plans to re-implant the patient.

Manufacturer narrative:
This report is submitted on august 14, 2023.